Manufacturer narrative:
The removed device was returned, and an assessment of the implant was performed. The articulating surface of the device exhibited scuffing and smooth, indented areas of wear, more substantial one half of the device than the other. The area of the top surface with the most significant wear also exhibited a small area of loose, abraded material of undetermined origin. The device's maximum diameter and height were found within the post-sterilization value ranges established through validation of the manufacturing process for a car-10-us implant, while the weight was found slightly below a normal range, possibly attributable to mass loss during wear. The catalog and lot numbers for the involved device were not made available. As a result, a review of the quality and manufacturing records for the involved product lot could not be carried out. Likewise, no additional information regarding this event was made available. As a result, no further investigation into this occurrence could be performed. If additional information is received in the future, this file will be re-opened for assessment/investigation and updated accordingly.

Event description:
According to the information received from the involved surgeon, an unidentified patient received a cartiva implant on (B)(6) 2018. The subject underwent removal and revision to fusion on (B)(6) 2019 (approximately 9 months postoperative) following reports from the patient of continued pain and an appearance of device subsidence. No additional information regarding the product, patient identification, and patient clinical course was made available.